Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm during basal delivery. The customer¿s blood glucose level was 238 mg/dl, 92 mg/dl. Customer was assisted with troubleshooting. Customer states insulin pump was not exposed to a high magnetic field. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer states they performed displacement test and test results was passed. Customer states they performed a self-test, test was failed and got another insulin pump error message. Customer states the insulin pump was not dropped or bumped. Customer states they check alarm history and insulin pump error found, they ran self-test and displacement test and test result was passed. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130 noted. The motor was tested outside of device and passed. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace (sda) on u1 keypad assembly.